Event description:
Glass bottle was dropped in appropriate disposal container and shattered resulting in pleural fluid splashing in technician's face. Staff have implemented process of using additional ppe (personal protective equipment) with face protection from splashing. Staff are looking for alternative bottles, but stated there is not a plastic alternative. We started using the glass bottles after stopping the use of a different fluid evacuation device. Pathology and microbiology have voiced no concerns or incidents of bottles breaking.two other instances have been involved with the glass bottles shattering and then spilling contents, but one incident involved staff exposure. In that case, the staff member underwent exposure testing.what was the original intended procedure?disposal of evacuated container after fluid removal from patient.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.